Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3550-29, lot# n455694, implanted: (B)(6) 2014, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the MRI was never done because the doctor removed/explanted the whole implantable neurostimulator (ins) system. There were no device malfunctions noted. It was noted that the patient just did not get enough relief. The patient was doing okay and was still in a bit of pain but was on medication for that. The patient was not on the calendar for any future appointments.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was later reported by the healthcare professional (hcp) that this was a patient with a traumatic brain injury and vulvodynia. It was noted that there were retrograde leads placed and they were "difficult to pass." It was noted that there was a small "poke hole" durotomy at l5/s1 patched without incident. It was noted that there was no further leak. It was noted that the stimulator was turned off a few days postoperatively when the patient could not urinate/void at the urologist's office. An MRI was ordered but not performed as the device was removed first with early infection noted at the battery site but not the laminectomy site. The explant date of the implantable neurostimulator (ins) and lead was (B)(6) 2014. The cause of event was not determined. It was unknown if it was device related. It was noted that reprogramming was needed. It was not known if there was a 50% or greater symptom reduction. It was also noted that the patient was not recovered and the symptoms/issue was ongoing.

Event description:
It was reported the patient had not been able to relieve their bladder. It was noted the patient¿s healthcare provider had to implant a catheter. It was reported the patient felt sharp pains up their spine when they turned their head.

Event description:
Additional information received reported the patient was treated with antibiotics to treat the infection and since the antibiotics the patient is now doing fine and the infection has cleared. The patient was also reported to now be able to void and has no more issues with urinary retention.